Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir leaked at transfer guard during filling. Customer stated that every time when they tried to fill the reservoir did not work. Customer stated that the insulin came out of the top from transfer guard while filling. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.